Manufacturer narrative:
Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. A maquet field service tech evaluated the device and replaced the knob. Functional testing was successfully executed and the device was returned to service. A supplemental medwatch will be submitted if additional info becomes available. (B)(4).

Event description:
It was reported the rotaflow pump stopped while on a pt. The knob would not initiate flow. The cursor plate had to be turned counter clockwise to engage the knob to initiate flow. The cursor was loose and spun freely. The unit had to be hand cranked to be primed. Once the unit was started it flowed for multiple hrs. Upon transfer to another facility the drive cable was disconnected and the flow went to dashes and the cursor plate had to be rotated counterclockwise to initiate flow. Hand-cranking was initiated for 30 minutes. No reported pt effect. (B)(4).